Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where there were foreign objects in the nozzle. However, the identity of the foreign material and a definitive root cause could not be determined. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. There were no other concerns with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: the detection method is described in the instruction manual gif/cf/pcf-290 series operation chapter 3 preparation and inspection. Preventive measures are described in the instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscope (and accessories reprocessed together). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.